Event description:
The surgery center reported that a laser vision correction patient was presented with diffuse lamellar keratitis (dlk) stage 1 on right eye (od) at 1 day post-operative exam. The brief description from the account indicated the grade 1 of dlk was detected on the right eye. The patient¿s comment was that the right eye felt irritated. Topical steroid were increased and used to treat the dlk. Pre-op; bcva from (B)(6) 2015: right eye pre-op 20/20 -3.25 x -.75 x 0, left eye pre-op 20/20 -3.25 x -1.25 x 167.

Manufacturer narrative:
Additional information: equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.